Event description:
Force triad had ground pad applied and handpiece plugged into monopolar 1 slot. Set at 35ct/35cg. When surgeon tried to use esu, it would not work. Handpiece marked and removed from service.======================manufacturer response for esu, general purpose, forcetriad======================with assistance from valleylab/covidien tech support we were able to recreate the reported problem, which causes the power output to drop to near zero, preventing the user from using the device.the device (generator) involved had been recently upgraded to software version 3.2, at the manufacturer's recommendations to prevent the problem from recurring. However we are still experiencing similar problems related to the software design of this system.